Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the outer hose of the device was "cracked" due to normal wear tear. The event was not related to surgery. No injuries or medical intervention were reported. There was no additional info provided.